Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The peritoneal dialysis (pd) patient's son requested a replacement cycler because the patient was not completing pd treatment on the cycler due to a hospitalization. During a follow-up, the pd registered nurse (rn) stated the patient was hospitalized due to a toe infection and he became septic. The patient was still hospitalized.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There are no indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The patient sensor calibration check passed. The valve actuation test passed. The system air leak test passed. The simulated treatment was performed and completed without any failures or problems. The load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The cycler performed as designed during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.